Event description:
Procedure type: spinal surgery - fusion. According to the reporter: the surgeon stated that a 2.5/3m s/p thoraco-sacral fusion patient had fallen while attempting to use the bedside commode causing sacral screw pull-out, necessitating revision surgery. Part numbers and lot numbers were not made available by the user facility.

Manufacturer narrative:
The product was not received for evaluation. A definitive cause cannot be determined at this time. These devices are designed for stabilization during fusion at normal loads. The design specification does not include protection of the device(s) or guarantee functionality at extremely high loads, with high impact, or activities beyond a physician's recommended level during fusion. X-spine has received three separate reports from the same doctor and hospital indicating that a disassociation of the screw/rod assembly occurred. The report numbers for these three reports are as follows: 3005031160-2009-00001, 3005031160-2009-00003, and 3005031160-2009-00004.